Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the left anterior descending (lad) artery. "While trying to insert the catheter, it bent and broke while outside the body." The procedure was completed with another taxus stent, same size. No patient complications occurred.